Event description:
It was reported that a atw35 was used during a bowel resection. It was reported by the affiliate that the surgeon used device to fire across mesentary vessels and instrument did not fire. The device made a crunch or poping noise like something breaking. Surgeon used another instrument which worked perfectly to complete the case. The drivers at proximal end are visible. Distal 2/3 appears not have been fired. Surgeon feels there was only very little tissue between the jaws. There was no consequence to the pt.